Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012 resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct catalog number is 922346; not 92127 as previously reported. This report is filed (B)(4) 2013.